Event description:
It was reported that the patient was experiencing an inadequate stimulation. During a supposed cervical fusion procedure, the physician explanted the leads.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2018. D6b: explant date: 2018. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 17282792.

Event description:
It was reported that the patient was experiencing an inadequate stimulation. During a supposed cervical fusion procedure, the physician explanted the leads. Additional information was received that there is still a remanent of the lead that was left behind the patients body.